Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and 380 mg/day via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was "massively overdose inadvertently" last month. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that patient experienced the overdose after her medication was increased from morphine (25 mcg 2x/12hrs) to morphine (28 mcg 2x/12hrs). It was reported that the change in medication caused the patient increased headaches and caused her to take another bolus. The hcp stated that the medication was then reduced on the personal therapy manager from 38mcg to 32 mcg. The patients weight at the time of the event was reported. No further complications have been reported as a result of this event.